Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 27-oct-2023, it was reported that a child patient's infusion set was changed on (B)(6) 2023, with blood glucose level of 33 mmol/l and the next day (B)(6) 2023, the patient faced two insulin flow blocked alarm at school. Therefore, on the same day, at 10 am, the patient was admitted to the hospital due to high blood glucose level (27 mmol/l) with feeling of dizziness and non-stop vomiting. The patient had high ketone level of 5.9 mmol/l. Moreover, the site location was patient's abdomen. The patient stayed for one day in the hospital and the next day, (B)(6) 2023 at 12 pm, the patient was released from the hospital. Currently, the patient's blood glucose level was 6.6 mmol/l. No further information was available.